Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was described as a floating particle identified during preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured on december 11, 2019- december 12, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed that a white particle was observed inside of the container partially filled with a liquid solution. The reported condition was verified.  By the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.